Event description:
It was reported that a death occurred. A watchman access system (was) double curve was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Upon attempting to engage the laa the was kinked and the decision was made to perform a second trans septal puncture. A new was positioned without incident and after the wds advanced, the sheath was no longer in its desired position. The wds was removed and a pigtail catheter was inserted to reposition the sheath. At this time, the patient became hypotensive, but no pericardial effusion was seen. Moments later, a thrombus was seen in the right atrium, which extended across the septum and into the left atrium. The most recent activated clotting time read 241. A small effusion was noted at this time, but no interventions were performed. The was then removed and an unknown manufacturer continuous aspiration mechanical thrombectomy device was inserted into the left atrium in attempt to aspirate the thrombus. A cardiac tamponade also occurred, and patient was becoming more unstable. A cardio-thoracic surgeon was called and it was decided to place the patient on arteriovenous bypass and prepare patient for surgery. The effusion grew larger and a pericardiocentesis was performed. Patient remained unstable and went into ventricular fibrillation, which required CPR and defibrillation. At this time, the surgeon performed an open sternotomy, but despite interventions the patient expired. Per implanting physician, procedural complications of pericardial tamponade and left atrial thrombus combined resulting in cardiogenic shock and unsuccessful resuscitation attempt led to patient demise.